Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Company rep reported that a cancellous bone screw broke off as surgeon was implanting a cup of an acetabulum in the left hip. Screw was removed. Delay of 5-10 minutes.

Manufacturer narrative:
Corrected data: device not returned. An event regarding crack/fracture involving an other hip screw was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. No further investigation is required at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Not available.

Event description:
Company rep reported that a cancellous bone screw broke off as surgeon was implanting a cup of an acetabulum in the left hip. Screw was removed. Delay of 5-10 minutes.